Event description:
The customer reported the autopulse platform (sn: (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). This occurred during a witnessed CPR. The patient was placed on the platform properly. When going through the start sequence, the platform would compress for approximately 5-10 compressions and then stop and display ua07. The crew was unable to clear the error despite repeated attempts, so they switched to manual compressions. No impact or consequence to the patient reported.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn: (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during functional testing and review of the archive. The root cause of the ua07 was the failure of single point load cell #1. A review of the archive data showed ua07 error messages near the reported date; thus, confirming the reported complaint. The autopulse platform passed the initial functional testing. However, related to the reported complaint, the platform failed the load cell characterization test, due to a failure of load cell #1. Single point load cell #1 was replaced to remedy the failed test and the reported complaint. After servicing, the platform passed the run-in test without issue. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number: (B)(6).